Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated approximately an hour after inserting the sensor, she started feeling funny, and experienced itchiness under the patch. The patient reported throat swelling, chest pain, heavy breathing and she felt she was going to pass out. She consulted her pharmacist who recommended over-the-counter benadryl tablets. Her daughter was with her, she took a couple of benadryl tablets which resolved her symptoms. She contacted her physician who recommended she discontinue the dexcom system. No additional patient or event information is available.